Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips that the backlight for the display was not illuminating. The customer requested assistance from a philips remote service engineer (rse). The customer explained that they had already replaced the display in an attempt to troubleshoot the issue but the backlight remained off. After walking the customer through the proper installation of the display, the customer stated that they would again try to replace the display assembly to see if the issue would resolve. However, after troubleshooting steps were provided, the customer followed up and stated that they were going to delay repairing the device and that no further assistance was required. As an evaluation was not completed, a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As the customer declined further troubleshooting of the device, a definitive cause for the reported failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the back light for the display was not illuminating. There was no patient involvement.

Event description:
It was reported to philips that the back light for the display was not illuminating. There was no patient involvement.